Manufacturer narrative:
Biomedical engineer (bme) reported that the bedside monitor (bsm) in one of the rooms is not showing any arrythmia recall when the patient has had arrhythmia's. When the bme tried to trigger an alarm by adjusting the heart rate (hr) to a low limit, it did not trigger an alarm, when bme set hr to a high limit there was still no alarm from the device. There was no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/06/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 03/17/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 03/26/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that the issue was resolved but did not specify how it was resolved and did not provide any of the requested information.

Event description:
Biomedical engineer (bme) reported that the bedside monitor (bsm) in one of the rooms is not showing any arrythmia recall when the patient has had arrhythmia's. When the bme tried to trigger an alarm by adjusting the heart rate (hr) to a low limit, it did not trigger an alarm, when bme set hr to a high limit there was still no alarm from the device. There was no patient harm or injury reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was not showing any arrythmia recall when the patient had arrhythmia's. When the bme tried to trigger an alarm by adjusting the heart rate (hr) alarm limits to a lower or higher limit, the device did not trigger an alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was not showing any arrythmia recall when the patient had arrhythmia's. When the bme tried to trigger an alarm by adjusting the heart rate (hr) alarm limits to a lower or higher limit, the device did not trigger an alarm. There was no patient harm or injury reported. Investigation summary: the customer later reported that they had resolved the issue, but did not give any details on how it was resolved. The customer was unresponsive after multiple follow-up requests for specific resolution details. The device was not returned for evaluation. The complaint could not be confirmed. As such a root cause could not be determined. Nk will continue to trend and monitor the reported issue. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.